Manufacturer narrative:
Concomitant medical products: 4054 lead, implanted (B)(6) 1999, 3387s-40 lead, implanted (B)(6) 2012, 3708660 neuro implanted (B)(6) 2014, 37603 lead, implanted (B)(6) 2017, w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced subclavian vein occlusion and the implantable pulse generator (ipg) displayed elective replacement indicator (eri) likely due to high thresholds on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.